Manufacturer narrative:
Summary of eval: this sw problem could be reproduced at brainlab using the same sw version of iplan rt dose as the initial reporter. Corrective and preventative action: this hospital has received a different hardware combination by brainlab, for which the software anomaly does not exist. Product notification - existing customer with any version of iplan rt dose or brainscan 5.31 and with 40700-3a target positioner for leksell headring installed received the product notification info dated june 4, 2007. Brainlab will provide potentially affected customers with an updated version resolving the anomaly. Future customers: the acceptance checklists for iplan rt dose and brainscan will be updated to include also a radiation test of the cranial-caudal accuracy.

Event description:
Isocenter position inaccuracy when using brainlab treatment planning software in combination with the brainlab target positioner for leksell headring. During non-clinical tests with the iplan rt dose 3.0.2 treatment planning software, the user has made an observation which could potentially result in an unintended pt position during irradiation. Further tests with brainlab provided add'l hardware at the hospital as well as eval of all results by brainlab has revealed that there is a software anomaly resulting in a deviation of 1.25mm of the planned isocenter position in cranial direction when using iplan rt dose or brainscan in combination with the brainlab 40700-3a target positioner for leksell headring. The root cause resulting from brainlab's investigation was concluded on june 1, 2007. There has been no pt or user injury at this hospital nor reported by any other hospital, however, a risk to pt health could not be excluded.